Manufacturer narrative:
This medwatch is for suspect device in coagucheck system 2. Reference medwatch with other patient identifier for suspect device in coaguchek system 1.

Event description:
Caller states that the patient tested 5.4 inr on coaguchek system 1 and 4.0 inr on coaguchek system 2. Coumadin was held based on device result, however, no adverse event reported. Comparison performed in a medical facility. Requested return of suspect test system and replacement was sent.